Event description:
Pedicle screws l2-l4 implanted 4/6/93. 4/14/93 discharged from hospital with documented signs of infection. 4/16/93 to 4/24/93 surgeon refused to return calls regarding drainage and fevers. 4/26/93 emergency surgery for drainage. 4/28/93 delayed closure. Informed screws not positioned well. 11/23/93 pedicle screws removed. Thoracic and lumbar spine above poorly placed l2-l4 pedicle screws collapsed. Corrective surgery performed 11/23/93 involved fusion and instrumentation t-8 to s1. Additional corrective surgery 6/9/94. Currently recuperating. On social security disability since 5/94. Elevated temperatures 4/7/93 to 4/14/93.